Manufacturer narrative:
Per the customer the remote for the bed started sparking and smoking. No additional information was provided by the customer contact. The device was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the customer the remote for the bed started sparking and smoking.